Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) channel, exhibited by this transvenous defibrillation lead. The noise resulted in non-sustained episodes, but no pacing inhibition was noted. The pacing impedances have been reportedly stable at 542 to 562 ohms; and pacing and sensing had been consistent. It was questioned what could be done and what the remaining longevity of the device was. A boston scientific technical services (ts) consultant discussed an estimated 1 to 1.5 years remaining on the life of the device battery. They recommended performing isometrics to determine the source of the noise. They further discussed that if the lead was picking up noise from the diaphragm, then the lead position could be re-evaluated at the time of the device replacement. It was noted that the clinician would attempt isometrics. The local area sales representative was contacted for additional information, but was unable to provide additional detail. The lead remained in service and was explanted over seven years later and returned for evaluation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed the trilumen insulation was abraded through to the conductor. Microscopic inspection noted the edge surrounding the abrasion was smooth; possibly from lead-on-lead contact. No other adverse events have been reported. This product issue will be updated if additional information is received.